Manufacturer narrative:
Device analysis report attached. This report is submitted on december 06, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
This report is submitted on october 09, 2023.